Event description:
It was reported that the customer passed away due to a possible heart attack. It is unknown if the customer was wearing the insulin pump at time of death. The customer's blood glucose reading at time of death was over 500 mg/dl. It was stated that the customer was involved in a motorcycle accident, and the family is aware of his death. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.